Event description:
A customer reported that the handpiece stopped working and the screen locked during a vitectomy procedure. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).